Manufacturer narrative:
Investigation result: visual inspection: during the investigation, no significant deformation or damage of the valves were determined. Permeability test: a permeability test has shown that the m.blue plus is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in the horizontal as well in the vertical position. The results show that the valves operates within the accepted tolerances. Adjustment test: tbo the valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality tests have shown that the brake functions are fully operational and the braking forces are within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found. Result: according to the results of investigation, no functional deviations or other abnormalities of the m.blue was determined. The product operated within all specification.

Event description:
It was reported that an m.blue plus (#fx839a) was implanted on (B)(6) 2026. According to the complainant, the valve caused an over- drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026.